Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Due to infection of the patient¿s pacemaker pocket, the subject lead was explanted together with the associated pacemaker and the 58sep lead.

Event description:
Due to infection of the patient¿s pacemaker pocket, the subject lead was explanted together with the associated pacemaker and the 58sep lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Due to infection of the patient¿s pacemaker pocket, the subject lead was explanted together with the associated pacemaker and the 58sep lead.